Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection was conducted and confirmed that one-piece 14mm channel reamer is broken which causes it not to properly function. The reamer also shows excessive wear and tear. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a nail surgery, the one-piece 14mm channel reamer is broken. The procedure was completed, without delay, using a s+n back-up device. No patient injuries and no other complications were reported.